Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months post deployment, filter retrieval was attempted. A 25mm amplatz gooseneck snare was used to capture the apex of the meridian filter. The filter was removed completely. Therefore, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.